Event description:
Per the clinic, the device was explanted due to electrode migration. The device was explanted (B)(6), 2011. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).